Event description:
It was reported that the nasogastric tubes had unknown issue. (En0056120); (en0056140);(en0056160); (en0056180); (en0066000).

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned.

Event description:
It was reported that the nasogastric tubes had unknown issue. (B)(6).